Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that display screen was partially viewable on insulin pump due to insulin pump falling on the floor. It was reported that the only thing on display screen was a black line and the battery icon. Customer's blood glucose was 126 mg/dl. Customer was advised that insulin pump would need to be replaced.